Event description:
A malfunction alarm, identified by code malf 12, was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions for resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was advised to contact support again if the malfunction recurs.